Manufacturer narrative:
Longevity calculations were performed, and the battery longevity was found to be outside normal limits. With a new battery attached, an automated test system test was performed. The device passed all tests and no anomalies were detected. All current and power consumption measurements were normal. The battery was returned to the vendor for further evaluation. No internal anomalies were found. The cause for the battery depletion could not be determined.

Event description:
The device was explanted due to premature battery depletion. It was noted that the battery behavior has been uncharacteristic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was receivedtext: device evaluation anticipated but not yet begun